Manufacturer narrative:
An event of an effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer number: 9680001-2018-00084, 008452825-2018-00194, 3008452825-2018-00195, 2182269-2018-00080, 3008452825-2018-00196, 3008452825-2018-00198. During a ventricular tachycardia procedure, a pericardial effusion occurred. An elderly patient who was very pro-arrhythmic during the vt procedure, with a systolic blood pressure (sbp) of 100 from the initiation of the procedure. While the tacticath was being manipulated in the ventricle, the patient's sbp decreased to 85-90, the procedure was paused and after 30 minutes the bp remained low an echocardiogram revealed a small pericardial effusion. While prepping to perform a pericardiocentesis the patient's bp dropped and the patient decompensated. A catheter was introduced into the coronary sinus for pacing and a pericardiocentesis and blood transfusion were performed to stabilize the patient. There were no performance issues with any abbott device.